Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The head deck weld is broken on the frame where the slide deck is welded. The rep stated the piece of the rails that slides into the bed were the rails connect has broken.